Event description:
It was reported that the patient's device was showing an impedance value <200 ohms on system diagnostics. It was also noted that the patient does not cough anymore with stimulation and has had an increase in seizures. A short circuit condition is suspected with the lead, but this cannot be confirmed to date. Attempts for further information have been unsuccessful to date.